Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (4.3mm), they tried to use it after seal loading, but a part of the seal on the window appeared. It was unable to unfold. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: (B)(4). The device was returned to the factory on 03/27/2020. Photographs were provided by the account. Based on the photo provided the seal is observed to be inside the deliver tube; however, the delivery device remains inside the loading device. The seal and tension spring assembly was observed to be inside the loading device window. The seal was observed to be cracked on the outermost portion off the seal. An investigation was conducted on 04/10/2020. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The delivery device was returned inside the loading device with the white plunger not depressed and the blue slide lock not dis-engaged. The seal was observed inside the loading device window with a crack on the outermost portion of the seal. The delivery device was removed from the loading device with the seal and tension spring assembly remaining inside the loading device. The seal and tension spring assembly was removed from the loading device and there was a crack observed on the outermost rung of the seal. Measurements of the delivery tube were taken. The inner diameter was measured at 0.196 inches and the outer diameter was measured at 0.213 inches. The length of the delivery tube was measured at 2.49 inches. The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device, the reported failure "failure to unfold/unwrap" was not confirmed, with an analyzed failures of "fitting problem" and "crack" were confirmed.

Manufacturer narrative:
Trackwise ID #(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (4.3mm), they tried to use it after seal loading, but a part of the seal on the window appeared. It was unable to unfold.. A replacement device was used to complete the procedure. The hospital did not report any patient effects.